Event description:
During turp, smoke notice; when checked bovie pad found not to have adhered properly to patient's left thight;burn approximately on e inch in length;on march 23, 1992 excision full-thickness burn wioth primary dermal closue and excision partial thickness burn left hip with split thickness skin graft. Also used during turp, bard pad, stortz cutting loop and stortz cord with gu resectoscopedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, device failed during assembly. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.